Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Tandem technical support (cts) discovered the customer was not practicing the proper air removal technique and loads the cartridges with cold insulin. Cts reminded the customer this was off label. Customer¿s blood glucose reached 400 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.